Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, there was liquid contamination on the battery board and the u1001 and u1000 processors were shorted. The cause of the inability to recognize a battery pack is the shorted processors and contamination. The cause of the shorted processors is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.